Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had several pump errors. Customer also had battery failed alarm and replace battery now alarm. Customer¿s blood glucose level was 200mg/dl. Customer reported that external flash error occurred several times. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 23, pump error 49 or pump error 68 noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No failed battery test or low battery alert noted during testing or in the insulin pump trace download.